Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device goes out during operation. No patient impact or consequences were reported.

Event description:
The customer reported the device goes out during operation. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection found no external damage or defects. The unit powered on and off using battery and ac power. A 10 beep watchdog alarm is triggered after boot up which prevents the device from taking measurements and the screen goes dark while it beeps. The instrument board was probed and found a short on pins 1 and 6 of component u21, this causes the voltages in the instrument board to be out of range. The device triggers a 10 beep watchdog alarm a few moments after boot up due to defective component u21 of the instrument board. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.